Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, patient was admitted in hospital. On (B)(6) 2010, per billing records, patient underwent a CT of cervical spine with out contrast. On (B)(6) 2010, the patient underwent posterior c1-c3, rod-screw construct supplemented by structural allograft and a small bmp all with intraoperative ssep, emg, meps, fluoroscopy, using iliac crest strip large from u of m tissue bank, bmp small, screws multi-axial 4.0x 36mm, 3.5x18mm, 4.0x 38mm rod, set screws , cable from atlas to treat the pre-op diagnosis of c2 type 2 odontoid fracture, previous attempted cabled fusion with removal of c1 arch and csf leak, spinal cord injury asia d. Op note: the surgeon identified a hole within the occiput, which was covered with bone fax, but when removing the bone wax the surgeon saw there was spinal fluid leakage and they repaired with again application of bone wax, the arch of c1 appeared to have been removed and we proceeded to do stabilization. Under fluoroscopic guidance, the surgeon placed bilateral c2 screws measuring 18 mm in length. Then they dissected the c2 nerve root downwards, so we could got entry point in to the c1 arch and place bilateral mass screws into c1 measuring approximately 36 mm cortical screws. Then they placed a rod the over the heads of the screws and finally tightened. Then a structural allograft and wired it into the construct with soldered cables and finally tightened. After further decorticating adding a small amount of autograft we obtained from c2 as well as a small bmp sponge. The patient tolerated the procedure well. On (B)(6) 2010, patient underwent thoracotomy due to the following diagnosis: right empyema, right lower lobe pneumonia, right chest empyema. Post op diagnosis: right empyema, right lower lobe pneumonia and right lower lobe lung abscess x2. Op note: on (B)(6) 2010, patient discharged from hospital. On (B)(6) 2011, patient underwent the following procedures : removal of posterior instrumentation, left vs bilateral cervical 2 gangliectomy, for the preop diagnosis of sub-occipital neck pain.